Manufacturer narrative:
The specimens were collected in 4.5 ml edta vacutainer tubes and sampled within 12 hours of collection at room temperature. Controls run before and after the event recovered within the established ranges. The instrument is currently performing within qc specifications. Raw data files were not provided. Service was not dispatched for this event. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous wbc, hgb, hct and platelet results generated by coulter lh750 hematology analyzer for one patient. The instrument did not generate a flag. The erroneous results were reported out. The specimen was rerun and a manual smear reviewed. The results were questioned and a second draw was ordered. The redraw specimen recovered normal cbc results. Corrected report was sent out. There was no death or change to patient treatment associated with this event.